Manufacturer narrative:
The lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for evaluation; however, the medical records were received and reviewed. The investigation was confirmed for the filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause for this malfunction is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the unknown vena cava filter allegedly reported difficult to remove and tilt. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was a (B)(6) years old female; however, the weight was unknown.